Manufacturer narrative:
Rec'd used silversoaker catheter for evaluation and investigation. Visual inspection found the catheter was bent approx. 1 inch from the distal tip and the catheter was broken at the 7th infusion segment hole. The best evidence indicates that a tool was used to remove the catheter which likely contributed to the catheter breakage. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971, rev. B). As no lot number was provided, the device history record and lot history cannot be reviewed.

Event description:
Catheter broke while being removed by doctor. Approx. 1" remains in foot, and will be surgically removed wednesday ((B)(6) 2010).